Event description:
A valiant stent graft system was implanted for the emergent endovascular treatment of a 32 mm in length thoracic aorta type b dissection in zone 3. During the index procedure there was an adjunctive procedure; there was a stent implanted into the iliac artery. The CT revealed that bilaterally the iliac artery diameter was 10 mm. The false lumen extends to below the aortic bifurcation bilaterally. There are re-entry tears visible but they are patent. A recent CT revealed that the false lumen was patent, no endoleaks, there was perfusion of the false lumen that was continuing; residual flow over primary entry, this was not a new clinical event. There was compression reported in the iliac stent which the investigator determined to be a new clinical event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. It was reported that six months ago the patient had pulmonary complications (pleural effusion) which the investigator assessed as procedure related and not device related. At the same time the CT showed a type I endoleak and aneurysm expansion in the distal horizontal aorta. The investigator implanted coils into the false lumen however, the type ia did not resolve. There was false lumen perfusion (residual flow over primary entry). Three months ago the CT with contrast showed the false lumen perfusion is continuing from a residual flow over the primary entry. The investigator implanted more coils and used glue.